Event description:
Upon initial contact, advised device overheating. When the device was received for evaluation, a note was included indicating device burned patient's lip. When contacted for additional information, advised during crown prep on tooth #19, burn to lower left lip and tongue. Patient was prescribed ibuprofen for pain and neosporin ointment for the burn. In follow-up call with the dentist on (B)(6) 2009, office advised patient still healing and patient had been calling office several times concerned with not healing quickly enough.

Manufacturer narrative:
Device history records showed no problems with materials, manufacture, or test of subject device. Returned device was disassembled and examined. Dirt was observed in bearing assembly, causing overheating and indicating improper user maintenance (cleaning/lubrication). Device was repaired to original manufacturing specifications. Tests after repair showed no overheating.